Event description:
It was reported that the user experienced recurrent hypoglycemia, including a documented glucose of 38 mg/dl and prolonged lows after announcing meals, with episodes occurring especially postprandially and following recent factory resets and a higher cgm target; the user reported announcing meals 15 minutes before eating and consuming low-carbohydrate meals, with subsequent rapid drops about an hour later and use of juice to treat lows. Symptoms included shakiness, dizziness, and oral numbness or tingling. Outcomes included use of oral glucose and assistance from a caregiver, without medical intervention or hospitalization. Investigation included troubleshooting and education focused on meal announcements and meal size accuracy. Investigation of this case revealed likely incorrect meal size announcements and potential maladaptation from repeated factory resets contributing to aggressive insulin dosing and post-meal hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors including inaccurate meal announcements and device maladaptation were the probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.